Event description:
It was reported that from (B)(6) 2013 until one day prior to report the product had turned off automatically ¿about¿ four times. As a result, the symptoms could not be controlled. The patient¿s family members consulted with the healthcare professional (hcp) regarding programming. Additional information received reported that the reason for the device turning off automatically was ¿unobtainable.¿ it was noted that the ¿hotline¿ arranged an appointment for programming for the patient which had been set for 2013-(B)(6). It was noted that the hcp would help check the patient¿s outcome. It was ¿unobtainable¿ if the patient was receiving effective therapy. Additional information received reported that the patient was reprogrammed 2013-(B)(6) at the hospital ¿for turning on the product.¿ it was noted that seven days later the product turned off automatically again. The patient was not able to walk and ¿trembled aggravated.¿ the patient¿s family called in and wanted reprogramming.

Manufacturer narrative:
(B)(4).